Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the sheath tip was broken. An accustick ii introducer was selected for use in the biliary. During procedure, upon insertion, a crack (fissure) was noted at the tip of the device. The introducer was removed from the patient and the procedure was completed with another of the same device. There were no patient complications or adverse event reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An accustick introducer set consisting of stiffener, dilator, sheath, nitinol guidewire were returned for analysis. The stiffener, dilator and sheath are slightly bent in the middle. Nitinol guidewire, dilator and sheath tip are damaged as it was bent/slightly torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the sheath tip was broken. An accustick ii introducer was selected for use in the biliary. During procedure, upon insertion, a crack (fissure) was noted at the tip of the device. The introducer was removed from the patient and the procedure was completed with another of the same device. There were no patient complications or adverse event reported.